Event description:
This lv lead was implanted on (B)(6) 2015 and remains implanted at this time. A call was placed to technical services on 08/14/2017 stating that lv lead chronically had high threshold 5.5/2. No evidence of fracture or lead impedance problems. No adverse patient effects reported. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).